Event description:
Six joint injections being done under sedation in rheumatology. There was one syringe that would not push which made the md spend a much longer time on the joint than necessary. This created about an extra 10 minutes of time under sedation, requiring the patient to have an additional sedation for the other joints.